Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission revealed the presence of non-sustained right ventricular oversensing due to biventricular loss of capture. The patient returned the next day to test the lead vectors. It was noted the device was not capturing threshold when the patient walked in. The right ventricular and left ventricular output settings were programmed. The atrial sense amplitude channel was turned off and the ventricular sense amplitude channel was turned on. No recent patient symptoms related to this case were reported. The patient returned to the clinic once again. The loss of capture issue is still existent. No new programming intervention was completed. The patient will return in a couple of weeks for another follow-up.